Event description:
Complainant alleged that the clinicians were treating a pt (age and gender unknown), but upon power up of the device, a bright spot on the lower left side of the screen was observed and all functions were inoperable. The clinicians then obtained another device to treat the pt. The complainant indicated that there were no adverse effect to the pt as a result of the reported malfunction.